Event description:
It was reported that the bd ultra fine¿ pen needle experienced product damage/deformation while still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no. 320122; batch no. 9148671. Verbatim: consumer reported - finding pen needles not pressing insulin out during injection discarded samples. Date of event unknown. Consumer reported that the non patient end placement onto his pen noted the non patient end needle was missing on his pen needle. Date of event on (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that the non patient end is missing on the pen needle. All returned pen needles were examined and all exhibited a broken on patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle experienced product damage/deformation while still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9148671. Verbatim: consumer reported - finding pen needles not pressing insulin out during injection discarded samples. Date of event unknown. Consumer reported that the non patient end placement onto his pen noted the non patient end needle was missing on his pen needle. Date of event: (B)(6) 2020.